Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer went to the ER with blood glucose reading of over 900mg/dl. He was treated for other medical issues as well. The customer was discharged on (B)(6) 2017

Event description:
Consumer reported complaint for hi blood glucose results accompanied by symptoms . Wife is calling on behalf of the customer. The customer is concerned with results obtained of hi.the expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of severe diarrhea and feeling sluggish. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Friend first called then I asked to speak to the customer I am not sure where he was, then the wife came on and I asked her about what was happening and she said that his blood has been high for a couple of weeks and they do not know why it is not going down. I don't know what other symptoms he is having since I could not get that information from the wife. The customer then ran his blood I could here in the background and it read hi. I asked her to go to the ER since the dr. Did not seem to be doing anything for this customer.